Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump's alarm history indicated that the battery life was shorter than expected. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 03/27/2017 device evaluation: the device has been returned and evaluated by product analysis on 03/06/2017 with the following findings: there were frequent low battery warnings observed in the alarm history. The pump's electrical current draws were tested and were within specifications. No alarms or warnings occurred during testing. The alleged issue could not be duplicated.